Event description:
During an ablation procedure to treat an atypical flutter a farawave was selected for use. Use of the catheter to treat atypical flutter constituted off-label use of the catheter. It was reported that catheter was inserted in the left atrium, and a cobra shape was experienced. Troubleshooting was performed, the catheter was pulled out to manually fix the splines, upon reinserting the guidewire would not advance through the lumen. The catheter was removed from patient's body and tried deploying and un-deploying, but guidewire would not advance in the catheter. It was noticed that replacing the catheter resolved the issue, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.

Event description:
During an ablation procedure to treat an atypical flutter a farawave was selected for use. Use of the catheter to treat atypical flutter constituted off-label use of the catheter. It was reported that catheter was inserted in the left atrium, and a cobra shape was experienced. Troubleshooting was performed, the catheter was pulled out to manually fix the splines, upon reinserting the guidewire would not advance through the lumen. The catheter was removed from patient's body and tried deploying and un-deploying, but guidewire would not advance in the catheter. It was noticed that replacing the catheter resolved the issue, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. An attempt was made to advance a guidewire through the catheter. It was noted that the guidewire could be inserted almost all the way through the lumen, though something was blocking it just shy of the distal tip. The device, with the guidewire almost fully inserted, was deployed to basket, where some minor cobra formation of the splines was observed. Subsequently, an external force was applied to each spline to see if they would invert. Some of the splines inverted easily. The spline cage of the catheter was examined on the microscope to look for any potential cause for spline inversion, but nothing out of the ordinary was observed. The distal end of the guidewire lumen was dissected to figure out what was causing the inability to fully advance the guidewire through the distal tip. Dissection revealed that some tissue was blocking the distal end of the guidewire lumen.